Manufacturer narrative:
H3: product analysis: part# 3993213 lot# h5225201 visual and microscopic inspection revealed that the threads that connect the spacer to the inserter have been cross threaded/stripped. Witness marks are noted on the scalloped areas on the spacer from what appears to be the installation of the spacer. It appears the threads were overloaded during the installation process. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure. It was reported that the implant would not appropriately thread onto the inserter. It was undetermined if the implant was sufficiently captured because it was not sitting flush with the inserter and therefore another implant was opened to complete the procedure. The product did not come in contact with the patient. There was no patient involvement reported.